Event description:
The hospital reported that during a coronary artery bypass procedure, the delivery tube on the heartstring proximal seal system detached when a customer depressed the plunger to deploy the seal into the aorta. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Event description:
The user received falsely low hcg results for one patient sample. The initial result was <5 miu/ml. The user repeated the sample with a 1:50 dilution performed by the analyzer and received a result of <5 miu/ml. The sample was also tested with a 1:400 manual dilution which gave a result of 67.66 miu/ml and with a 1:10000 dilution which gave a result of 0.35 (<5) miu/ml . No information was provided to determine if the results were reported or if the patient was adversely affected. The hcg regent lot number was 156537.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
During investigation of the event, a postoperative sample from the patient was tested using two ss-hcg assays which use different detection antibodies with different specificity. Both assays provided result of <5 miu/ml. The low result was further confirmed by testing on the immulite analyzer. The initial result of <5 miu/ml was not implausible.